Manufacturer narrative:
(B)(4). Evaluation, results: stent migration.

Event description:
An endeavor sprint over the wire (otw) drug-eluting stent was implanted in the left main due to instent restenosis. It is reported that the pt suffered with angina approx two weeks post index procedure. The pt was identified as a possible plavix non responder, plavix was changed to effient and ranexa was increased. It is reported that the pt recovered with treatment. Investigator indicated that the event was not related to the study stent or procedure. It is reported that the pt visited the emergency room complaining of syncope approx 1 month post index procedure. MRI and carotid us diagnostic tests were done. It is reported that the pt was continuing with treatment. Investigator indicated that the event was not related to the study stent or procedure. It is reported that the pt suffered dysarthria and clonus approx 5 weeks post index procedure. It is believed that the MRI caused the coronary stent to move and lodge in the left carotid. Removal of the lodged stent to left carotid was carried out. Investigator indicated that the event was probably related to the study stent, but not related to the study procedure.